Event description:
It was reported that the biomed stated that the arctic sun device failed calibration with error 3 (pre-warm nominal flow error). Flow rate (fr) was 0, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 49 percentage. Failed flow meter. Parts and pricing provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed flow meter. The device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.